Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change, the atrial lead was connected to the new generator without testing with the pacemaker system analyzer. When the lead was connected no sensing, no capture, and low, out of range, pacing impedance was observed. The lead was disconnected and reconnected to the new generator and the issues persisted. The leads were disconnected and connected to the pacemaker system analyzer. The lead was observed to have normal sensing, capture, and impedance. The lead was then reconnected to the new generator and normal measurements were observed. During the post operation check, the lead was found to again have no sensing, no capture, and low, out of range, pacing impedance. The physician elected to reprogram the device around the unusable lead. There were no patient consequences as the patient is not dependent and only needs the device for tachycardia therapy if necessary.